Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. On (B)(6) 2024, reported that patient faced infusion set cannula bent interfere with delivery of insulin. Overnight stay of patient in hospital. Hospitalization/emergency medical treatment was required due to any glucose value and diabetic ketoacidosis seizure or diabetic coma. Dizziness cramp and nausea were reported symptoms at time of hospitalization of patient. Ketones level was 1.1 mmol/l. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.